Event description:
On (B)(4) 2013, it was reported that the vns device would be returned to the manufacturer, indicating the device had been explanted. An implant card was later received stating the generator was replaced on (B)(4) 2013 because the generator was out of order. The device was returned to the manufacturer in december with a return product form stating it was non functioning.

Event description:
It was reported that physician was not able to interrogate a newly implanted generator. The physician confirmed that all troubleshooting steps recommended by manufacturer were performed without results. Attempts were made with two different and known working programming systems without success. A generator reset was performed; however, this did not resolve the issue. It was reported that during initial implant the device was slow to program and extremely difficult; however, it was able to be programmed. It was reported that diagnostic testing at implant was within normal limits. No electrocautery was used during the implant procedure. The patient was referred for generator replacement. Surgery is likely, but has not occurred to date.

Event description:
Analysis of the returned generator verified the reported complaint. As-received, attempts to interrogate the generator with a handheld revealed a communication error with the ¿failed to receive all bytes in sequence¿ message. The generator was placed in a temperature chamber, where after 15 minutes, the generator communicated using a handheld. System diagnostic testing preformed with the generator in the temperature chamber, connected to a 4kohm load, indicated low output current and current delivered was 0.25 ma. Monitoring of the output amplitude indicated that the generator would only provide a maximum output of 3.0 volts. Various output currents were programmed and loads with no change in output voltage. Electrical testing was performed on the device, prior to opening the generator can, and the results indicated the device was operating within specification, with the exception of the output parameters. The maximum output voltage was 2.762v, verifying the results observed during diagnostic testing. After the electrical test was performed, the generator communicated properly with the handheld on the bench at room temperature. Bench testing was performed to measure the current drain, which measured 3.75 micro amps. The electrical test on the bench revealed that the maximum voltage on the boost capacitor was only 3v and the testing isolated the failure of the output voltage to the coil pin not providing the proper level of output signal. In addition, analysis identified that the current drain was most likely due to a failure of the application specific integrated circuit (asic), for which a root cause of the failure was not able to be determined. Attempts to obtain additional programming history from the field have been made, but no further data has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.